Manufacturer narrative:
(B)(4).

Event description:
It was reported the event occurred during use on a patient. While the pump was in use an alarm occurred and the pump stopped working. The alarm was unknown and the user doesn't remember the type of alarm that occurred. As a result, the user reset the error message and the intra-aortic balloon pump (iabp) was used as it is. Patient outcome: good. There was no report of patient death, serious injury or complications.

Manufacturer narrative:
Qn# (B)(4). Teleflex did not receive the device for investigation. The reported complaint of "the pump alarm and stop pumping" is not able to be confirmed. The field service technician checked the pump and could not duplicate the reported alarm. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported the event occurred during use on a patient. While the pump was in use an alarm occurred and the pump stopped working. The alarm was unknown and the user doesn't remember the type of alarm that occurred. As a result, the user reset the error message and the intra-aortic balloon pump (iabp) was used as it is. Patient outcome: good there was no report of patient death, serious injury or complications.